Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The root cause of the aneurysm enlargement could not be determined with the provided information. Additional device implanted and involved in this event: tgt3420/8494946. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using two gore&#59412;tag&#59412;thoracic endoprostheses to treat a dissected thoracic aortic aneurysm. It was reported on discharge date of (B)(6), 2011, the aneurysm diameter measured 58.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 57.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 57.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 60.0 mm. On (B)(6) 2013, follow-up imagining identified an aneurysm diameter measurement of 63.0 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed. Attempts were made to obtain additional information on this event, however no additional information will be provided.

Manufacturer narrative:
(B)(4)